Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l5-s1 fusion with implant of rhbmp-2, allograft, autograft, and interbody cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient presented with previous l5-s1 fusion for back pain and leg pain. Specific collapse in l4-l5 with right bias causing right l4 root pain. Chronic narcotic intake and dependency. Failure of all conservative measures. The patient underwent the following procedures: posterior exploration and removal of synergy hardware. Posterior right hemi-laminectomy, facectomy and decompression of l4 nerve root. Re-instrumentation with synthes click'x instrumentation with bone re-graft using allograft, autograft, and bmp . As per op-notes, "the posterior elements of l4 and l5 were exposed. In the past, both his crests had been raided and out bone graft technique was used to local bone allograft and bmp on the non-decompressed side." On (B)(6) 2006: the patient was discharged.